Event description:
Based on investigation performed by MFR's domestic eval unit on product returned by the customer, the inform meter was found to have melting and burning consistent with an electrical short. No serious adverse event was reported in relation to the product.